Event description:
Cardiac catheterization showed that one of the leaflets was not moving. Intraoperatively, there appeared to be tissue overgrowth on the atrial side of the posterior leaflet with thrombus present causing the leaflet to be "stuck". The valve was explanted and replaced with a 25mecj-502. According to the operative report, the pt's inr was 1.3 and the pt was occasionally noncompliant with the pt's coumadin. The pt also experienced acute cholecystitis and was treated with IV antibiotics prior to the pt's mitral valve replacement.